Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose level of 300 mg/dl. Reportedly, the customer went to the emergency room for treatment. The customer declined to provide any additional details regarding the event.